Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely depressed co2 results generated on the alinity c processing module for a 70-year-old male patient. The following data was provided: sid (B)(6), co2 initial 23, repeat 26 / serum result 21. No impact to patient management was reported.